Manufacturer narrative:
No product was returned. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that an angio-seal was placed in the left groin post diagnostic angiogram. A retrograde approach was used; however, it was not possible to cross the iliac bifurcation to gain access to the right side. Hemostasis was achieved, and the patient's hemoglobin (hb) was 13. The next day, the patient had an interventional procedure with access from the right groin. The angiographic images from the procedures done on both days demonstrated the puncture location was at the proximal common femoral artery level and was a single wall puncture. The vessel measured approximately 7mm in diameter and no disease was present. An angio-seal was deployed as per the instructions for use (IFU) and hemostasis was achieved. The patient's hb that evening was 12.6. Two days later, the patient was to be discharged, but became unwell, suffering fron diarrhea and therefore, the discharge was cancelled. There were no signs of bleeding. The next day, the patient's condition had not improved and the hb was 9.9. The patient's condition deteriorated that evening. Early the next morning, the patient's hb was 8.5 and a confined hematoma was noted over the right groin. The hospital staff felt that the most significant issues were the patient's blood gases and electrolytes. The patient was suspected to be suffering from an ischemic bowel. Treatment to stabilize the patient began which involved blood transfusions and the physician ordered a CT scan. Approximately 5 hours later, the patient was too unwell to undergo a CT scan. Three hours later, the patient was transferred to the (hdu) and the hemoglobin was 4.9. Approximately 2 hours later, the patient died.